Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead was sewn directly around lead, and not through the suture sleeve. Both leads were sewn together. This lead fractured where sewn directly around lead into patient.